Event description:
It was reported, the pt had an advance sling implanted on an unk date. The pt experienced an incontinence level that was worse than baseline. Another continence device was implanted on (B)(6) 2013. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.